Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on unknown date and suture was used. Following the procedure, it was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent excision of eroding vaginal suture and lengths urethropexy on 08/15/2013 . No additional information is provided at this time.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on unknown date and suture was used. Following the procedure, it was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent excision of eroding vaginal suture and lengths urethropexy on (B)(6) 2013 . No additional information is provided at this time.